Manufacturer narrative:
H11: on august 21, 2025, bd initiated a voluntary field action involving service at customer locations after identifying that venclose¿ digirf¿ generators running software version 3.35 may display a ¿red x¿ without an error code when connected to venclose¿ rf ablation catheters that are functioning correctly. This condition results from a software check feature introduced in version 3.35, which was intended to detect internal wiring issues but is instead producing unintended false failure indications, rendering the catheter unusable. Venclose maven¿ perforator catheters are not affected because the software check does not apply to those devices. Manufacturing review: a DHR and manufacturing review was not required as the device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or videos were provided for review. Therefore, the investigation is inconclusive for the alleged issue as no objective evidence was provided for review. A definitive root cause for the reported red x issue could not be determined based upon the provided information. It is unknown whether procedural issues contributed to the reported event. Labeling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. Corrective action: bd has implemented a field correction by downgrading affected venclose¿ digirf¿ generators from software version 3.35 to version 3.17. This action was performed by bd representatives to remove the identified malfunction and restore normal device functionality. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a radio frequency ablation procedure using the venclose catheter. Prior to the procedure, the generator screen displayed a red x when the catheter was plugged in. The procedure was completed using another catheter. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent a radio frequency ablation procedure using the venclose catheter. Prior to the procedure, the generator screen displayed a red x when the catheter was plugged in. The procedure was completed using another catheter. There was no patient contact.

Manufacturer narrative:
H11: on (B)(6) 2025, bd initiated a voluntary field action involving service at customer locations after identifying that venclose¿ digirf¿ generators running software version 3.35 may display a ¿red x¿ without an error code when connected to venclose¿ rf ablation catheters that are functioning correctly. This condition results from a software check feature introduced in version 3.35, which was intended to detect internal wiring issues but is instead producing unintended false failure indications, rendering the catheter unusable. Venclose maven¿ perforator catheters are not affected because the software check does not apply to those devices. Corrective action: bd has implemented a field correction by downgrading affected venclose¿ digirf¿ generators from software version 3.35 to version 3.17. This action was performed by bd representatives to remove the identified malfunction and restore normal device functionality.